Event description:
It was reported that an insulin gauge displayed an amount different from what was expected, with a discrepancy occurring on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, and tandem technical support instructed them to call back for troubleshooting if the issue reoccurs.